Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was identified as defective, with a twisted haptic. The issue was observed during handling prior to insertion, and there was no patient contact. The procedure was completed using an alternative lens. No patient injury was reported. No further information was provided.